Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and received unexpected battery power loss and low battery alert less than one week, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that insulin pump had power had gone off completely. Customer reported low battery alarm or short battery life. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.